Event description:
A caller reported experiencing a tandem mobi cartridge alarm, specifically during the load process. There was no adverse impact to the customer's blood glucose level. The caller was able to reload the original cartridge successfully and resume insulin therapy, resolving the issue.